Event description:
On january 3, 2024, a reporter for the lay user/patient contacted lifescan (lfs) USA, via web form alleging that the patient¿s onetouch ultra test strips (accompanying meter not known) were reading inaccurately high compared to their feelings and/or normal readings. This complaint was classified based on information initially provided by the reporter as the reporter could not be reached to obtain additional information about the alleged event. The reporter advised that at an unspecified time on (B)(6) 2023, that the patient ¿opened¿ the bottle of onetouch ultra test strips to monitor blood glucose and that throughout the day, reportedly obtained blood glucose readings in the ¿200-300 mg/dl¿ range. The patient is reportedly type 1 diabetic and manages their diabetes with insulin (unspecified type and dose) and it was reported that in response to the alleged elevated readings, they administered insulin ¿all day¿. The reporter advised that the patient then proceeded to ¿drop to low blood sugar¿; however, the patient allegedly obtained a blood glucose result of ¿262 mg/dl¿. The reporter advised that the patient was subsequently ¿found unconscious, covered in vomit almost choking to death¿ and that a blood glucose result of ¿325 mg/dl¿ was reportedly obtained using the onetouch ultra test strips and an unknown meter. The reporter stated that unbeknownst to them, the patient was experiencing episodes of low blood glucose; however, in response to this reading, more insulin was administered (dose and type not specified) but that high readings were still repeatedly obtained. Due to being unable to reach the reporter to obtain additional information, it was not possible to perform troubleshooting of the alleged inaccuracy issue. It is not known if a compatible meter was being used with the subject test strips. It is also not known if the patient was using an approved sample site to obtain the results, if the unit of measure was set correctly on the device or if the patient was following the correct testing procedure. Furthermore, it is not known if the test strips had been open beyond their discard date, if they had expired, been stored correctly or if the test strip vial was intact. This complaint is being reported because the patient reportedly developed symptoms indicative of a serious injury adverse event for an acute low blood glucose excursion after the alleged inaccuracy issue first began and the alleged inaccuracy issue could not be ruled out as a cause and/or contributor to the event.